Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple pockets in drawer kept failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter addr 1 - (B)(6). E.1 initial reporter facility name - (B)(6).

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 cubies were failed. The field service engineer (fse) checked and found that the flat flex cable was damaged. The fse replaced the cable and a broken screw. The drawer began functioning as expected and tested the drawer in hardware test application and verified that the user was able to access the pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the multiple pockets in drawer kept failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.